Manufacturer narrative:
(B)(4). Date sent: 2/21/2024. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there anvil issues? If this is a powered device, did the device continuously fire? Attaching anvil? Is the correct product code cdh25p? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection the device did not rerelease properly. They attached anvil accurately but had troubling trying to release. They got it to release and it created a whole but it ended up creating more holes as they kept using the same device (used by scrub tech). They diverted the patient for a colostomy. Rep is unsure if they have rescheduled the colostomy or did the diversion during the same case.

Manufacturer narrative:
(B)(4). Date sent: 4/11/2024. Additional information received: in the answer to one question it was stated that the seals were broke, confirming the device completed firing sequence however when ask if there was a complete transection of the white breakway washer visually confirmed and it was answered no. Can this be clarified? Can you provide a step by step description of what happened when the device was fired? Per the surgeon, it sounded and felt as if the device fired correctly meaning he could hear and feel the washers break. There was no visual inspection of the washers completed. What is meant by the device was created a hole but it was kept being used? The device was used only once as it will only fire once. Additional holes were however noticed at the staple line. Did the device have continuous activation? Yes.

Manufacturer narrative:
(B)(4). Date sent: 2/22/2024. Additional information received: was there anvil issues? If this is a powered device, did the device continuously fire? No. Yes its a powered device and yes it kept firing. Attaching anvil? No. Is the correct product code cdh25p? Yes. What were the indications for surgery? Diverticulitis what surgical procedure was performed? Sigmoid colectomy did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? Unsure what that means what healthcare professional fired the device and what is his/her experience with the device? Nurse fired the device named bree and has experience using the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes were there any issues with device use/firing? No. It sounded correct and normal. What confirmation was received that the device completed the firing sequence? The seals were broke. Was the green checkmark visible at the end of the firing? No. It was unnoticed. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full turns was there any difficulty removing the device? Yes was a complete transection of the white breakaway washer visually confirmed? No were the donuts inspected? If so, please describe. No. Were there any issues noted with staple formation? If so, please describe the shape and location. They were formed interiorly and posteriorly he had no visual showing of the staples. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? No contributing factors and yes it is believed to be a device issue. *this is the first time surgeon has had an issue with device after many years of experience. Diverting colostomy was done during the original case. Case was scheduled for a diverting ileostomy but converted to a diverting colostomy due to the complications during the procedure. Procedure was scheduled as a partial colectomy with a diverting ileostomy.

Manufacturer narrative:
(B)(4). Date sent: 3/7/2024. Additional information was requested, and the following was obtained: can you please describe more clearly the issue with the device? Device did not rerelease properly. Was there difficulty opening?: no. Two full revolutions, 90 degree twist but was not opening. Was there difficulty extracting the device? Yes, didn't fully release at staple line. Please clarify meant about ¿the device kept firing¿? N/a. Device only fired once. Did the device complete a single firing cycle or did it cycle multiple times? Completed a single fire and then done. Rep unsure about the future date for the colostomy/diverting colostomy or if it was already done within the procedure.